Manufacturer narrative:
Concomitant products: 1388t lead was implanted on (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the right ventricular (rv) lead had dislodged possibly due to the there not being adequate tip pressure. The rv lead was losing capture when the patient took deep breaths. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.